Manufacturer narrative:
One forceps sample was received in an inner and outer blister. The returned sample was very bent. No lot number was identified with this complaint therefore, the manufacturing documentation was not reviewed. All product and batch history records are quality reviewed prior to product release. The received sample was visually inspected with the aid of a photomicroscope with various magnifications. The sample is very bent. Due to the condition of the sample, the customer's complaint could not be confirmed. The observed bending does not allow for a detailed examination of the root cause. The root cause for the reported event could not be determined conclusively due to the condition of the returned sample. A manufacturing or design related root cause for the damage of the complained device could not be identified. The manufacturer has no influence on complaints which are in relation to external force. This complaint has been reviewed and future data will be monitored for evidence of adverse trending with further action taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic forceps would not open or close after it was inserted into the patient's eye during surgery. An alternate forceps was obtained in order to complete the procedure. There was no harm to the patient.